Event description:
Information was received indicating that a smiths medical level 1® h-1200 fast flow fluid warmer quit heating during use. The temperature was reported to drop to 29c. The unit was turned on/off three times, the disposable set was reloaded twice, and the filter was changed out with no success. A new unit was obtained. There were no reported adverse effects.

Manufacturer narrative:
Evaluation results: one level 1 trauma fast flow system (h-1200) was returned for investigation in used condition. Visual inspection did not reveal any physical damage. The investigator performed an 8 hour run tests with f-30 and f-10 disposables filter. The device did not alarm, and the temperature did not drop to 29 degrees celsius. The customer reported product problem (insufficient heating) was not confirmed during testing. No fault was found with the device. The main pcb was changed as a preventative measure.